Event description:
Pt reports pain, reflux, and erosion of the band. Surgery to explant band has occurred. After this surgery, pt developed symptoms and was hospitalized due to possible embolism/blood clot in their lung.